Event description:
It was reported that during the implant procedure, the doctor could not insert the lead into the header of the device. It was jamming, after a few attempts they decided to use another device and it worked well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw and a damaged set screw. If information is provided in the future, a supplemental report will be issued.